Manufacturer narrative:
(B)(4). The manufacturer¿s clinical specialist powered the unit off and back on four times with the error message being displayed three of those times.

Event description:
It was reported that during installation of the device, a "gas system: knob adjust only" error message was displayed. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. He installed a new electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed an intermittent failure within the blenders stepper motor with the encoder assembly. Intermittency may be aggravated by colder temperatures upon startup. The epgs was connected to an aps1 simulator and upon initial power up the fraction of inspired oxygen (fio2) knob moved several times back and forth, about 1/3 to 1/4 of a revolution. This is not typical, as the knob normally rotates once to the end of travel then back to the opposite end of travel one time. Typical full travel is approximately 3/4 knob rotation. A perfusion screen was opened and the epgs was power cycled. The same atypical knob behavior was observed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Based on the supplier's evaluation, the complaint unit's encoder with the unstable output channels was determined to have a disk gap of more than .012 inches which caused the failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.